Manufacturer narrative:
Testing and investigation noted a s233 (over temperature) alarm malfunction code in the device history, but did not duplicate during testing. Further testing found while the battery was charging, the device cooling fan produced an abnormal noise and was turning slowly and erratically. The probable cause of the customer contact reported s233 was due to a broken cooling fan. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported the device alarmed with a s233 (over temperature) malfunction alarm code. The device was returned to the biomedical department from an unspecified clinical unit with a report that the device alarmed with a s233. No information wss provided; therefore, specific patient information, pump programming, or event details were not available. There were no reports of any adverse patient events or delays in critical therapies while the device was in clinical use. No additional information was provided.